Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The illuminator was analyzed and tested on a printed circuit assembly (pca) test system. The illuminator failed with error code 48245 after the system powered on, and the light would not turn on.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lamp suddenly shut off. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that multiple attempts to power on lamp module failed and the led indicator showed red. The tse guided the caller to check the lamp module usage hour and the error log. The customer confirmed 500 remaining usable hours and no error prompt generated by the system. The tse guided the customer to replace the lamp module ; however, the customer did not have a backup so a 3rd party light source was used. Isi followed up with the initial reporter and obtained the following additional information: after replaced to an external light source, the procedure was completed with no further issues and no reported injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting an illuminator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and confirmed a suspect illuminator during field evaluation and system log review. The illuminator was replaced. After replacement, the system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed. The image shows no obvious damage found on light guide cable and camera control unit. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.